Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a broken screen was observed. The device's lcd display was replaced to address the issue. There was evidence of physical damage. In addition of the above evaluation, the device's muffler assembly was replaced as precaution due to contamination and reinstalled the software.